Event description:
It was reported that embolization occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device and delivery system (wds) was selected for use. The closure device was successfully implanted in the laa. Post procedure, before discharge it was found that the closure device had embolized into the descending aorta. The physician was able to use a catcher device to capture and remove the closure device through the artery. There were no further complications and the patient remained in stable condition.